Event description:
Yankauer suction tip being utilized to suction femoral canal broke off (approx 6-8cm) into distal femoral canal. Material is inert, decision by md to leave in canal unless pt becomes symptomatic.